Event description:
Customer reported image quality problems. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a bent pin on a mainframe connector. System operates as intended.